Event description:
Follow-up was conducted to determine why the device was explanted and replaced and it was noted that the device was nearing elective replacement (eri) and the clinic documentation showed that the device was functioning normally.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant product: 1888tc competitor implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
The device was returned to the manufacturer with no information. Follow-up is in progress to determine why the device was explanted and replaced. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.